Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant mount 3.4mm(d) x 3mm(l) (mmc03) and one full osseotite® tapered implant 3.25 x 13mm (fnt3213) were returned for investigation. Visual evaluation of the as returned implant identified signs of use and wear on the mount and implant. Dried blood present on the threads as well. Functional testing was performed and mount could not be disengaged from the implant. Hence, the reported event was recreated. Device history record (DHR) review could not be performed for the mmc03 as the lot number was unknown. A complaint history review by item number was conducted for the (mmc03) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event (complaint category keyword: does not disengage/release). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that the mount cannot be removed from the implant. The doctor used another implant to complete the procedure. The doctor confirms that the patient did not suffer any type of problem or impact on his health and the affected dental position is 13.